Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited oversensing of noisy signals on the right atrial (ra) channel during a ventricular episode. Technical services (ts) reviewed the reports and noted that all lead measurements were not out of range. Ts advised troubleshooting actions. The device remains in use. No adverse patient effects were reported.